Manufacturer narrative:
Patient date of birth and patient sex was received from the customer. The patient ID and weight remain unavailable. The customer informed ge healthcare that the incident date was (B)(6) 2016. This is corrected from (B)(6) 2016.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service. Patient information is currently unavailable.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was rebooted and the ventilation was continued. There was no report of patient injury.